Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account stated that the celldyn 3200 analyzer generated discrepant cbc results on an initial sample. The patient was redrawn in the emergency room (ER) and the results were different. The account repeated the original sample and the results matched the ER sample. Initial results were: wbc=5,130/ul, rbc=3.37x10e6/ul, hgb=7.25 g/dl, hct=29.8%, platelet=141,000/ul. ER results were: wbc=9980/ul, rbc=4.94x10e6/ul, hgb=14.2g/dl, hct=44.8%, platelet=231,000/ul. Repeat results were: wbc=8710/ul, rbc=4.87x10e6/ul, hgb=14.2 g/dl, hct=43.1%, platelet=147,000/ul (uri flag). There was no impact to patient management.